Event description:
Initial reporter indicated that revision surgery would be planned. "The pt will be going to surgery to have her current generator physically relocated because it has slipped into her breast". The pt is able to activate the magnet and all diagnostics are within normal limits. The generator has migrated from the patients axilla incision area to the armpit and the pt having surgery to put the generator back in a more accessible location for the pt. The generator in the armpit is uncomfortable for the patient.

Manufacturer narrative:
No device malfunction suspected.